Event description:
This lead was implanted on (B)(6) 2011, and explanted on (B)(6) 2011, due to dislodgement. The procedure took place at (B)(6) hospital of (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).